Manufacturer narrative:
The biomed stated that the issue was discovered during testing in the biomed shop. The biomed reporting installing the new v60 speaker has resolved the problem. Based on this information, it was determined that MFR report#: 2031642-2021-04787 was reported in error. This is not a reportable event.

Event description:
The biomed is reporting the v60 is displaying diagnostic code primary alarm failed error. The customer contacted product support and reported that has confirmed diagnostic code 1102 in the v60 significant event log. Biomed is reporting one of the speakers is passing and the other is failing. Product support recommended ordering and replacing the motor controller speaker. Provided biomed with the part number for the v60 speaker. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient harm reported.